Manufacturer narrative:
The product was returned for inspection on 11/9/2015. The distal tip was noted to be damaged, stretched, detached and included on a snare. Review of lot 17275242 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure, the outback elite catheter came apart/separated in the patient. The device was successfully snared and was removed from the patient. There was no reported patient injury. The product will be returned for inspection. Additional information has been requested.

Manufacturer narrative:
During a peripheral endovascular intervention, the 120cm outback elite re-entry catheter came apart and separated while in the patient. The retained portion of the catheter was successfully snared and removed with no reported patient injury. The event involved a patient who presented with peripheral vascular disease and claudication. The patient¿s vasculature was accessed via the left femoral artery. An angiogram revealed a calcified ostial lesion of the left iliac artery with an 80% stenosis pf the distal left superficial femoral artery (sfa), a 100% stenosis of the mid to distal anterior tibial and peroneal arteries with a patent left peroneal tibial to the foot. A run-off of the right leg revealed a patent but calcified right iliac, a 100% stenosis of the mid-distal right sfa that was heavily calcified and a patent popliteal artery. The vasculature of the right leg was accessed via a retrograde approach and a non-cordis guidewire was used to successfully cross the mid sfa. It appears that the outback elite catheter was advanced to cross the target lesion. When removing this catheter, the site reported that it came apart and separated in the patient, leaving the nosecone behind. The retained portion of the catheter was successfully snared and removed from the patient with no reported patient injury. A non-sterile outback elite 120cm re-entry catheter was received inside of a plastic bag along with two non-cordis sheath introducers with two non-cordis guidewires inside them (one guidewire within each of the two sheaths). Dried blood residuals were observed on the outback catheter 2.3 cm from the tip and fully separated on one of the non-cordis guidewires. Functional testing could not be performed due to the distal tip separation. The outback catheter was inspected under the vision system confirming that the tip was fully separated. Evidence of elongation and ripping were observed near the area of separation. Sem analysis of the external surface of the tip revealed evidence of elongation at the area surrounding the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. X-ray images of the device revealed that the cannula was in the catheter body section. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿cto catheter system - fractured-separated-in patient¿ event was confirmed based on the visual analysis. However x-ray images detected the presence of the cannula within the catheter body. The evidence of stretching and pulling found during sem analysis suggest that procedural factors may have contributed to this event. The product instructions for use (IFU) instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/ delivery, users are to determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the information available for review, there are vessel characteristics (calcification) and procedural factors (as evidence during the product analysis) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: 6 fr. Cook ansel sheath; navicross 135 cm. Angled guidewire. Additional information received indicated that the indication for the procedure was peripheral vascular disease (pvd) and claudication. Retrograde percutaneous access was performed through the left femoral artery. The diagnostic procedure was a peripheral angiogram and bilateral ext angiogram. The peripheral intervention was a femoral/popliteal (fem/pop) percutaneous transluminal angioplasty (pta) and activated clotting time (act). Interventional procedure summary: a left iliac angiogram and runoff was performed and a normal left iliac with a calcified ostium was noted. An eighty percent (80%) distal left superficial femoral artery (lsfa) lesion was noted with a one hundred percent (100%) mid-distal anterior tibial (at) and peroneal on left with a patent left peroneal tibial to the foot. The right iliac iliac angiogram revealed a patent but calcified right iliac with a one hundred percent (100%) mid-distal superficial femoral artery (sfa) that was heavily calcified and a patent popliteal. A non-cordis guidewire was used to successfully cross the mid sfa and then the outback elite catheter was used. On removal of the outback elite catheter the device broke and the nosecone remained in the patient. A snare was used to remove the device but at this point the guidewire and sheath had to be removed to remove the device. Manual compression was performed to achieve hemostasis. Additional information will be submitted within 30 days upon receipt.